Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the 68 year-old male patient had 20/20 vision the first week post implantation of the intraocular lens in his left eye (os). Reportedly, the vision then changed 1-2 weeks after surgery, and he became myopic. The date of onset of patient''s symptoms was reported as (B)(6) 2019 and the implanted lens was seen to be possibly shifted anteriorly. The lens was explanted and a zlb00 +18.5 was implanted as a replacement. The account commented that the patient had history of scleritis, spine disease, and he was a post lasik patient. The following fields were updated accordingly: age: 68. Sex/gender: male. Date of event: (B)(6) 2019. Patient code - 3191: myopic. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in initial report, the year for date received by manufacturer was inadvertently reported as 02/16/2018, however the correct date is 2/16/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zlb00 multifocal iol (intraocular lens) was noticed dislocated in the patient's eye after implantation. As a result, the lens was explanted. No incision enlargement, sutures or vitrectomy was required. The account commented that the explanted lens is not available for evaluation. No additional information was provided.